Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the patient reported experiencing elevated blood glucose of 557 mg/dl. She stated that she had been "throwing up" and has had the stomach flu all night. Her normal blood glucose range is 80-120 mg/dl. She stated she attempted to bolus to lower her blood glucose and she received an 04 (occlusion) error. She stated she is not sure when the occlusion error began because she was not wearing her hearing aid at the time and she would not have been able to hear the infusion device alarming. The patient is also legally blind. To troubleshoot, the patient was instructed to disconnect from her infusion site and to perform a bolus. The infusion device alarmed 04. She stated that the infusion site and tubing had been in use for 24 hours. The patient was then instructed to remove the infusion tubing and she was able to prime through the adapter without error. The patient was instructed to insert a new infusion site and to change her infusion tubing. She was then able to reconnect and perform a 24 unit bolus to lower her blood glucose without error. The patient was advised to contact her physician. Upon follow up the patient stated she had contacted her physician as recommended and her blood glucose returned to normal after bolusing 24 units. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned but the patient stated that since she is blind, she would not be able to return it for evaluation.